Manufacturer narrative:
Additional information was added: the lot was manufactured from june 10, 2019 - june 12, 2019. The device was received for evaluation. Visual inspection was performed and found that the tubing was detached from the tube set spike. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white spike end was not "connected" to the tubing of a sterile repeater pump tube set. It was further reported that the spike separated from the tubing leading to a leak. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.